Event description:
It was reported that the device reached the elective replacement indicator (eri). However, when the device was interrogated during the change out procedure, it was indicating that the battery status was approaching eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.